Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to patient anatomy the implantable pulse generator (ipg) migrated post operatively. X-ray confirmed the right atrial (ra) lead and right ventricular (rv) lead dislodged, likely due to being pulled by the device. Intermittent capture and rising thresholds were noted on both leads. The ipg remains in use, the leads were explanted and replaced. No patient complications have been reported as a result of this event.